Event description:
It was reported that allegedly, a stent graft did not completely deploy. The physician used the basilic vein as the sheathless approach to the cephalic vein. He used a 0.035 wire without incident. The tracking anatomy was not tortuous or calcified and he did not meet with resistance when tracking to the target lesion. Allegedly the stent deployed only 6mm, the would not release any further. He used another stent graft for a successful procedure and without injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attn to the mfg and inspection of this prod and the prod was found to have met all specs prior to shipment. The investigation is currently underway. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this prod states that the safety and effectiveness of this device for use in the vascular sys has not been established.